Event description:
Right knee effusion [joint effusion]. Synovitis [synovitis]. Case description: spontaneous report was received on (B)(6) 2013 from a physician database extraction regarding a (B)(6) male pt, initials (B)(6), with osteoarthritis of right knee (kellgrena and lawrence grade 4 with no prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from oct 1997 to july 2010. The patient's medical history was not provided. On an unspecified date, the patient initiated treatment with intra-articular synvisc injection of first course in right knee, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 1998, the patient received treatment with third synvisc injection. On (B)(6) 1998, the patient developed synovitis of right knee. On an unspecified date, arthrocentesis was performed and 60 cc of clear yelow fluid was aspirated from right knee (right knee effusion). The patient received treatment with xylocaine (lidocaine) and intra-articular celestone (betamethasone) for both the events. On an unspecified date, the patient recovered from the event of synovitis. The outcome for the event of right knee effusion was not provided. Concomitant medications were not provided. The intensity for both the events was severe. The reporting physician assessed the causal relationship of synvisc with the event of synovitis as unrelated and did not provide the causal relationship of synvisc with the event of right knee effusion.

Manufacturer narrative:
The qa (quality assurance) investigation summary was received on 06/11/2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.